Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354drg, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for high superior vena cava (svc) impedance. The lead was reprogrammed and a few days later the patient had an alert for high right ventricular (rv) coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.